Event description:
On april 7 2020, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra meter was reading inaccurately high. The complaint was classified based on customer service agent (csa) documentation. The reporter detailed that on the morning of (B)(6) 2020 the patient obtained a result of ¿69mg/dl¿ on the subject meter which the reporter felt was inaccurately high. The reporter did not specify what medications, if any the patient takes to manage his diabetes, or if he had made any changes to his usual diabetes management routine in response to the alleged issue. The reporter detailed that on (B)(6) 2020, prior to the allegedly high result on the subject meter, the patient had developed symptoms of ¿not responding, could not move right side of body and was groaning¿ and that the emergency medical services (ems) were called. When the ems arrived, they performed a blood glucose test on an ems meter, which gave a result of ¿30mg/dl¿, however the reporter stated that no further treatment was provided. Replacement products were sent to the patient. This complaint is being reported as the patient developed signs that meet lfs criteria of a serious injury adverse event after the alleged meter issue occurred.